Manufacturer narrative:
(B)(4). Examination of the complaint unit revealed that the sheath was torn/split approximately 21cm from the strain relief. This is consistent with over tightening of the hemostasis valve. Blood was observed in the catheter sheath. No issue was noted with the strain relief. The handshake connections of the rotablator catheter unit were disconnected and reconnected to a test advancer and no damage was noted with the handshake connections. A wet test of unit was not attempted due to the damage to the catheter sheath. The burr was microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be user related as the dfu gives detailed instructions on the proper set up of the rotablator system and states that the hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(6) 2013. It was reported that during rotational atherectomy intervention, sheath damage occurred. The target lesion was located in the severely calcified mid left anterior descending artery. The physician advanced the 1.75mm rotalink burr to the lesion and during ablation the sheath separated around the rotalink advancer and "looked hot". Upon removal it was observed that "something's not right on the rotablator sheath." The procedure was completed with this device. No patient complications were reported and the patient's status is ok. However, the product analysis on the returned device revealed that the sheath was damaged on a portion of the device that enters the body.